Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. In addition, there were findings of a reboot error related to the central processor unit. The device was scrapped.

Manufacturer narrative:
Evaluated by third party.